Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2006; 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture even at high outputs. The patient demonstrated diaphragmatic stimulation at these outputs. Additional information from the clinic disclosed that they were unable to configure the lead programming in any vector without the patient experiencing some type of diaphragmatic stimulation. No permanent programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.